Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a (B)(6) patient had a skin irritation under the ECG and therapy electrode pads. The area was described as red with a few pimples. The patient's physician prescribed diprosone cream and an antihistamine. During a follow up, the patient's wife reported that the irritation had been improving until the patient started doing a sport for his rehab. The wife did indicated that it was going well and that she would reach out if the irritation did not continue to heal as expected. The final medical outcome of the irritation is unknown at this time.